Manufacturer narrative:
G4: 17sep2020. B4: 18sep2020. The philips field service engineer (fse) duplicated and confirmed the reported event via operational check. After assessing the reported issue, the philips field service engineer (fse) replaced the motor controller (mc) printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05oct2020. B4: 06oct2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report:# 2031642-2020-02008 was submitted. All information will be submitted under the initially reported MFR. Report #:2031642-2020-02008. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported that the device will not turn on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.